Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient was admitted for an inguinal hernia. On april 15, 2026, the assigned nurse performed preoperative preparations as ordered by the physician. While using a closed-system intravenous cannula, the nurse noticed fluid leaking from the tubing, rendering it unusable. The nurse immediately replaced the cannula with another one, which functioned normally, and the patient sustained no harm.